Event description:
March 2005: orthonol wire attached. About two weeks pt was at home dining when the wire broke and the pt swallowed the broken wire. The next day doctor office closed. The next day pt visited the doctor office. Pt was taken to the hosp where it was found that the broken wire had reached the pt's stomach. The broken pieces of wire was removed by an endoscope at the hosp. The arch wire was used for leveling and #6 and #8 mandibular space closing (#7 seconds molar was missing). The doctor purchased the wire about 4 years ago, however the doctor did not retain the packaging, therefore the lot number is not known.